Event description:
Reporter provided the following account: "pt has had difficulty with pain relief for 2+ months. Catheter was revised in early october, 1998 (kink because of weight loss) pump functioning at that time per physician (programmed bolus produced drug flow - no rotor test done at that time.) Failed rotor test in or on 11/12/1998. Please note dent in side of pump - pump had dent at time of removal - unclear what caused dent.